Event description:
It was reported that a 25mm amplatzer amulet was successfully implanted on (B)(6) 2023. The dimensions of the defect was appendage measures 22mm x 17mm and the sizing of the device determined by transesophageal echocardiography (toe) measurements, angio measurements and computed tomography (CT) scan. On (B)(6) 2023, the patient had a transesophageal echocardiogram (tee) that showed device had moved from the implanted site. The physician tried to remove the device before it embolized. He snared the device and pulled on the device, but it didn¿t move. The physician said that the device was stable and left the device implanted. The implanter believes that the patient going into atrial fibrillation was the cause of the migration. The patient is stable, no additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migrated was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the device was attempted to be snared but it didn't move and that the device was stable and was left implanted. Reportedly, the implanter believed that the patient going into atrial fibrillation was the cause of the migration. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.